Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that thresholds were rising and were high on the right atrial (ra) lead. Dislodgement of the lead was observed under fluoroscopy. Repositioning of the lead was first tried before the lead was removed and replaced. No patient complications have been reported as a result of this event.